Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited increased pacing thresholds. Trends showed variable measurements. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.